Manufacturer narrative:
Additional narratives: paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus or improper seating. The most common reason for pvl is inadequate debridement of a calcified annulus and is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure. The device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm aortic valve was explanted on pod #0 due to severe pvl. The patient was re-cannulated to explant the valve. A 25mm aortic valve was implanted. Per rep and received medical records the case was an avr and CABG x3, and laa ligation. The patient presented with severe as and cad. The 25mm aortic valve appeared to be well seated. A small leak was noted prior to protamine administration. It became larger after protamine administration. The patient was re-cannulated and cpb was resumed. The valve was explanted and replaced with a 25mm aortic valve. A tee of the replacement valve revealed no pvl, all 3 leaflets moving, and normal lv and rv function. The patient was discharged home on pod #6 in stable condition.

Manufacturer narrative:
H10: additional narratives. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.